Event description:
It was reported that during a da vinci-assisted surgical procedure, during the dissection of the right infundipelvic ligament with monopolar energy, the instrument was removed from arm 3 to clean the accumulated tissue; at that moment the hook detached, so they decided not to reinsert the clamp into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.